Event description:
Event description boston scientific crm received information that this implantable cardioverter defibrillator (ICD), which was part of the shortened replacement window advisory, originally communicated (B)(4) 2007, has declared elective replacement indicator (eri) approximately 32 months after implant. Subsequent information indicated that patient was seen for a device changeout. The device was unable to be interrogated. The device was explanted and replaced. A request for device return has been made. There were no adverse patient effects reported.

Manufacturer narrative:
Technical services discussed removing the device within 30 days of when eri was triggered. No adverse patient effects have been reported. No additional information is available at this time. Should more information become available, this event will be updated. As of today the device has not been returned for analysis. Should additional information become available, this report will be updated.